Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. A review of the repair records shows the device was sold on november 9, 2019 with no previous repair records. Olympus will continue to monitor complaints for this device. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. In this case, error e433 was most likely caused by a defective generator board. An improved generator board was introduced into production in mid-july 2020. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center. The evaluation confirmed the reported event as error e433 occurs as a continuous rebooting cycle when the unit is powered on due to a faulty generator board. The device was repaired to standard specifications and returned to the customer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by the user during an unspecified event, the high frequency electro-surgical generator repeatedly went through the rebooting cycle as soon as the unit is powered on. The user stated they received a message to "call olympus" during the occurrence. No patient injury or harm was reported.